Event description:
The carefusion pump software does not allow for the hospital to limit the syringe selection to one manufacturer. In this case we need to limit the users choices to bd syringes only. The software can auto-detect the wrong make and the way the selection buttons are setup it's easy for the user to make the wrong selection. All pumps at this facility are affected (approximately 1,000+). This facility has been working with the manufacturer on this and many other issues associated with this device. The large volume infusion pumps have been in place for one year and partial implementation of smaller pumps (eg: syringe pumps) began mid-year this year. However, the remaining phases for implementation have been halted due to the number of concerns and the potential for patient harm that they present. Accurate and dependable IV infusion in the pediatric population is critically important. Due to the nature of the critically ill pediatric patient and the volumes of medication that they receive (relatively small doses), small delays and interruptions such as these problems cause can create critical situations for the patient which require additional monitoring and/or medical intervention. The manufacturer has been notified of these problems but has not provided an adequate solution to the problems.